Manufacturer narrative:
Concomitant medical devices: 5076-45, lead, implanted: (B)(6) 2012; 4195-78, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. The right ventricular (rv) lead was suspected to be fractured as short v-v intervals and noise was indicated. The noise was reproduced when the patient moved their shoulder. During the replacement procedure. The right atrial (ra) lead insulation was damaged. Both the ra and rv leads were explanted and replaced. It was noted that both leads broke into multiple pieces upon their removal. No further patient complications have been reported as a result of this event.